Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as per additional information received the alleged device is not sold by bard medical. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the nasogastric (ng) tube was placed, the patient went home and the ng tube became dislodged the day after. The patient allegedly went back to the hospital to have an additional surgery to replace the ng tube. The attending physician believed that the portion of the balloon where there was glue seemed as if it had peeled off and flipped on itself; deflating the balloon and causing it to fall out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the nasogastric (ng) tube was placed, the patient went home and the ng tube became dislodged the day after. The patient allegedly went back to the hospital to have an additional surgery to replace the ng tube. The attending physician believed that the portion of the balloon where there was glue seemed as if it had peeled off and flipped on itself; deflating the balloon and causing it to fall out.